Event description:
The customer stated the rubella calibration failed with error code 1048: calibration check failure, cal a/b ratio too high, on the axsym analyzer. The customer indicated that no other assays were effected and that the issue appeared only after putting a new lot of into use. The abbott customer technical advocate (cta) asked the customer to centrifuge the calibrator and them repeat the calibration for diagnostic purposes. After centrifuging, the calibration passed. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.